Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state, "while the device is intended to expand the chest wall cavity eliminating the features of the deformity, the degree of initial reshaping and permanent remodeling for each case cannot be predetermined." The possible adverse affects in the package insert lists, "inadequate or incomplete remodeling of the deformity or return of deformity, prior to or after removal of implant." The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A request for two new titanium pectus bars was received, indicating a revision will take place. It is reported the patient was not satisfied with the original bar correction as the "dent" still exists. The patient wants 100% "dent" removal. The anticipated revision date was (B)(6) 2017.

Manufacturer narrative:
The design engineer overlays a bar shape and a range of sizes onto a CT scan slice to design the bar. The size of the bar is dependent on the location of the CT scan slice. If the surgeon places the bar in a different location of the CT slice, the bar may not fit as expected. The surgeon was given confirmation scans to approve and pick what bar length to use. The IFU states ¿the surgeon is to be thoroughly familiar with the implants and the surgical procedure prior to surgery. The correct selection and placement of the implant is important. Preoperative planning to determine the most appropriate size and final position of the implant is required.¿ the most likely underlying cause of the complaint is patient preference or incorrect placement by the surgeon. There are no indications of manufacturing defects.